Manufacturer narrative:
Filshie clip has not been returned to coopersurgical inc. For eval. Coopersurgical became aware of this event on (B)(6) 2011 via maude event report (B)(4). No reported events of similar on record. (B)(4).

Event description:
Pt states she had filshie clips implanted on (B)(6) 2007 after the birth of her child. Immediately following the procedure, she experienced crushing fatigue, muscle and joint aches and abdominal pain. She continued to live with the pain until a blood clot formed in (B)(6) 2009 at the location of the clip which traveled to her lung, causing a pulmonary embolism. She had been on and off warfarin and has constant pain in both ovaries. She did some research and on (B)(6) 2011 she had the filshie clips removed.